Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient.

Event description:
It was reported that a polaris ultra ureteral stent was used during a flexible ureteroscopic lithotripsy procedure in the kidney. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. The patient's condition following the procedure was reported to be stable. A photo of the complaint device was provided and showed that the coil was detached.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil detached inside the patient. Impact code f23 captures the reportable event unexpected medical intervention. Blocks b2, b5, h1 and h6, have been updated based on the additional information received on march 25, 2026.

Event description:
It was reported that a polaris ultra ureteral stent was used during a flexible ureteroscopic lithotripsy procedure in the kidney. During the procedure and inside the patient, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported. The patient's condition following the procedure was reported to be stable. A photo of the complaint device was provided and showed that the coil was detached. Additional information was received stating that the broken stent was removed from the patient using a pair of forceps.